Event description:
It was reported through the litigation process that sometime post a port placement, the patient reportedly experienced unspecified infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical records allege that the bard power port isp m.r.I. Implantable port was implanted in a patient for the purpose of chemotherapy delivery, hydration, and ketamine infusion. Approximately after three years the existing right-sided central venous port catheter had allegedly eroded through the skin. There was no local erythema or purulence, and no immediate complications noted. Defective port and catheter were removed in their entirety and replaced with a new port. Therefore, the investigation is confirmed for the reported expulsion. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement in the right side of chest wall via the right internal jugular vein approach, the patient allegedly developed an infection. It was further reported that the patient allegedly experienced pain. Furthermore, the existing right-sided central venous port catheter was allegedly eroded through the skin and the patient experienced erosion or wound complications at the port-body site. Reportedly, the defective infected port was removed and replaced with a new port. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post a port placement in the right side of chest wall via the right internal jugular vein approach, the patient allegedly developed an infection. It was further reported that the patient allegedly experienced pain. Furthermore, the existing right-sided central venous port catheter was allegedly eroded through the skin and the patient experienced erosion or wound complications at the port-body site. Reportedly, the defective infected port was removed and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.